Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation on the right ventricular (rv) lead. The physician moved the rv lead to a higher septal position, and no more stimulation was created. The lead remains in use. No further patient complications have been reported as a result of this event.